Event description:
A baxter engineer reported a pump with a battery having 7 battery discharges below the alarm threshold. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative.